Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) since (B)(6) 2023 was hospitalized due to an unspecified infection. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2025 through (B)(6) 2025 due to severe lower abdominal pain for the past 48 hours, nausea, and discolored peritoneal effluent fluid. Although the specifics were not provided, it appears a peritoneal effluent fluid culture and cell count (wbc elevated, result not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with an intraperitoneal (ip) medicated solution (presumed antibiotic, drug, dosage, duration, frequency not provided), and the patient¿s peritoneal effluent culture result returned positive for gram positive cocci in pairs, chains and clusters (organism not provided). Per the pdrn, the patient continued to undergo ccpd therapy while hospitalized and resumed ccpd therapy at home following discharge utilizing a replacement liberty select cycler. The cause of the patient¿s peritonitis was not provided; however, follow-up cell counts obtained on (B)(6) 2025 and (B)(6) 2025 confirmed the patient was improving. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by nausea, abdominal pain and cloudy peritoneal effluent fluid), which required hospitalization and the instillation of a medicated solution (presumed antibiotic therapy). The etiology of the serious adverse events is unknown; therefore, causality could not be established. Hpowever, per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) since (B)(6) 2023 was hospitalized due to an unspecified infection. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2025 due to severe lower abdominal pain for the past 48 hours, nausea, and discolored peritoneal effluent fluid. Although the specifics were not provided, it appears a peritoneal effluent fluid culture and cell count (wbc elevated, result not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated with an intraperitoneal (ip) medicated solution (presumed antibiotic, drug, dosage, duration, frequency not provided), and the patient¿s peritoneal effluent culture result returned positive for gram positive cocci in pairs, chains and clusters (organism not provided). Per the pdrn, the patient continued to undergo ccpd therapy while hospitalized and resumed ccpd therapy at home following discharge utilizing a replacement liberty select cycler. The cause of the patient¿s peritonitis was not provided; however, follow-up cell counts obtained on (B)(6) 2025 confirmed the patient was improving. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.